Event description:
The customer observed a falsely elevated architect stat high sensitive troponin-I result for one patient. The following data was provided: sample ID (B)(4) initial result was 68.2, repeat result was 2.4 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated architect stat high sensitive troponin-I results on the architect i1000sr, serial number (B)(4). Through an extensive investigation, the fsr found the probe next r, list number 03r85-01, needed to be replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.